Event description:
The device was returned for disposal. There were no adverse signs or symptoms.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 battery resistance high. The battery resistance waveform test showed a high resistance of 1352 ohms. Low battery resets and safe states were seen all happening during analysis.